Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as bleeding; blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed blotrimazole due to the skin irritation. The outcome of the skin irritation is unknown.